Manufacturer narrative:
Initial reporter e-mail: (B)(6). A device evaluation is anticipated, but has not yet begun. Upon completion of the investigation, a supplemental report will be filed.

Event description:
It was reported when using the bd maxzero microbore extension set, the device experienced a line occlusion. The following information was provided by the initial reporter. The customer stated: it was reported that a line occlusion alarm is triggered when approximately 40ml of medication or water is infused over five minutes. It was reported that in the emergency department, the syringe module alarms when using the maxzero mz9267 extension set. A ¿line occlusion¿ alarm is triggered when approximately 40ml of medication or water is infused over five minutes. If the infusion rate is slowed down, there is no longer an alarm. The information on patient involvement is unknown. Additionally, the hospital performed testing on a different pc and syringe module with a bd 50 ml syringe with water, connected and primed with a bd maxzero extension set. The syringe pump occlusion pressure limit was set to "high." And multiple tests were performed using basic infusion with infusion rates of 504 ml/hour, 480 ml/hour and 400 ml/hour. The occlusion alarm went off indicating occlusion at patient side at 504 ml/hour and at 480 ml/hour. There was no alarm at 400 ml/hour.

Manufacturer narrative:
H6: investigation summary no product or photo was returned by the customer. It was reported that a line occlusion alarm is triggered when approximately 40ml of medication or water is infused over five minutes. The customer complaint could not be verified due to the product not being returned for failure investigation. A device history record review for model mz9267 lot number 21105940 was performed. The search showed that a total of (B)(4) units in 1 lot number was built on 22oct2021. There were no quality notifications issued for the failure mode reported by the customer during the production build of this set. Due to no sample being received, an investigation could not be performed and a root cause could not be determined.

Event description:
It was reported when using the bd maxzero microbore extension set, the device experienced a line occlusion. The following information was provided by the initial reporter. The customer stated: it was reported that a line occlusion alarm is triggered when approximately 40ml of medication or water is infused over five minutes. It was reported that in the emergency department, the syringe module alarms when using the maxzero mz9267 extension set. A ¿line occlusion¿ alarm is triggered when approximately 40ml of medication or water is infused over five minutes. If the infusion rate is slowed down, there is no longer an alarm. The information on patient involvement is unknown. Additionally, the hospital performed testing on a different pc and syringe module with a bd 50 ml syringe with water, connected and primed with a bd maxzero extension set. The syringe pump occlusion pressure limit was set to "high." And multiple tests were performed using basic infusion with infusion rates of 504 ml/hour, 480 ml/hour and 400 ml/hour. The occlusion alarm went off indicating occlusion at patient side at 504 ml/hour and at 480 ml/hour. There was no alarm at 400 ml/hour.